Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 562 mg/dl and moderate ketone levels. The cause of the high bg was unknown. A manual insulin injection was administered, a bolus was delivered, and the infusion set was changed to address bg level. Tandem clinical support performed a pump system check and verified the pump functioned as intended.